Manufacturer narrative:
Additional information received; it was reported that the cause of the type ia endoelak was due to the patient having a short proximal landing zone. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 49mm abdominal aortic aneurysm. It was reported that a type ia endoleak was observed during final angiography. It was decided to implant an endurant cuff etcf3636c49ej to treat the endoleak as part of a chimney technique. It was reported that the device was difficult to deliver as the device appeared to become stuck in the ¿wrinkled¿ part of the main body. The device also became difficult to deploy so it was decided to remove the device and ettf3636c70ej was implanted successfully instead. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.